Event description:
It was reported that the guidewire was found broken during preparation. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.(B)(4)